Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Additionally, it was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. The customer's blood glucose level was 150 mg/dl. Reportedly, the customer loaded a new cartridge and resumed insulin therapy.